Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation primary with a mentor memorygel, 325cc breast implant developed right-sided capsular contracture unknown grade, local reaction, gel bleed, and left-sided asymmetry issue postoperatively. Patient complained of increased swelling on right breast with upper pole fullness. Patient had a little bit of stretch to the lower lateral pole of the left breast compared to the right side. As a result, patient underwent left-sided unilateral lateral and inferior popcorn capsulorrhaphy, and bilateral replacements with allergan inspira sslp 250cc implants on (B)(6) 2022. This report relates to the left prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: asymmetry issue. Manufacturer¿s reference number: (B)(4).